Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the tubing broke. 20g nexiva dual port inserted the morning of the 29th of april, patient had a shower and had a plastic shower sleeve insitu. When shower sleeve removed, blood noticed, nexiva extension set was in 2 pieces, sliced directly across. Unknown as to how.